Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2012 to report that during the use of one sensor (inserted on estimated date of (B)(6) 2012) and within one week, patient had suffered two hypoglycemic events while on a concomitant use of cgm and acetaminophen. Acetaminophen is contraindicated per cgm's user's guide. Patient was not aware of the acetaminophen contraindication while using cgm and suffered convulsions during his hypoglycemic episode. Patient's wife called paramedics. Paramedics treated patient with IV. During her call to dexcom technical support on (B)(6) 2012, patient's wife reported that patient was feeling better.